Manufacturer narrative:
The reported event of the helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis with the helix partially extended and clogged with blood/tissue. A visual inspection and x-ray examination of the helix mechanism was performed and found that the helix was stretched which was consistent with procedural damage. The cause of the reported event was isolated to blood/tissue in the helix region and the helix being stretched. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray inspection found no anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular lead failed to retract the helix. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.